Manufacturer narrative:
D10 concomitant products: gia8048s, gia8048s gia 80-4.8sgl use reload stap, (lot # p4g1088) gia8048l, gia8048l gia 80-4.8sgl use loadingunit, (lot # p4d0840) gia8048l, gia8048l gia 80-4.8sgl use loadingunit, (lot # p4d0840). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a resection and right ileocolonic anastomosis on occlusion, when using the second refill, the stapling line did not go all the way to the end of the clamp. An additional refill was given after rinsing the clamp and again the stapling line was incomplete. With a fourth refill, the surgeon wanted to change sides to finish his cut and anastomosis (from the opposite end of the cut) and the operation then went well.